Event description:
It was reported the high flow insufflation unit displayed a e03 error (excessive pressure when inflated) and experienced a blackout. The issue occurred during device set-up prior to an unspecified therapeutic procedure. There were no reports of patient harm.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. The device was returned to olympus for inspection, and the reported failure was confirmed. A definitive root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: front panel goes dark and an alarm sounds - printed circuit board failure. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from customer.